Event description:
It was reported that the customer had normal blood glucose levels of 71 mg/dl. The customer reported a button error alarm from the insulin pump. The customer also reported that the buttons of the insulin pump were unresponsive. The customer reported that the insulin pump might have been exposed to moisture. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The up arrow button did not respond due to a corroded keypad trace. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube.